Event description:
The pt felt no stimulation sensation. The pt was getting 'zapped' in her shoulder at the lead/extension connection. The area was very sensitive. The implantable neurostimulator was turned off and the pt stopped feeling zapped. The pt did a lot of heavy lifting and raised her arms over her head a lot at work.